Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the identified symptom door not fully latched alarm, but could not reproduce it. Eval found the force required to close the door is above expected levels when the tube is loaded, causing the identified symptom. The door hooks were adjusted to correct this condition.